Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. Approximate age of device is unknown. The date the modular cable was put into use was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient been having communication fault alarm. The patient was instructed to switch to backup system controller and no further alarms reoccurred. The patient presented to the clinic for device interrogation. The customer submitted the log file. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed a comm b fault on (B)(6) 2018 at 18:44:17 and was then disconnected at 18:44:19 and changed over to the backup controller. There have been no further comm b fault alarms. The issue seems to have been an issue with the controller. On (B)(6) 2018, it was reported that the patient presented to the clinic due to a driveline comm fault alarm. Log files were submitted for review and it was confirmed a driveline comm fault alarms were captured on (B)(6) 2018 beginning at 11:19:15 to the end of the log file. A modular cable replacement maybe required in order to potentially resolve the issue. It was advised to continue to monitor the patient and re-submit the log files for further review. The lvad clinician reported that the modular cable was exchanged by connecting new modular cable to the patient¿s backup controller. The exchange was made without incident. The driveline comm fault did not return. No additional information was provided.